Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that on (B)(6) 2024, the patient experienced high blood glucose over 400mg/dl and admitted to hospital. The patient was hospitalized due to high blood glucose, diabetic ketoacidosis, and high ketones. The treatment is intravenous insulin infusion. Additionally, the current blood glucose level reported as 460mg/dl. No further information was available.